Event description:
This is the second time this has happened in the last few months and I have contacted the MFR. As a matter of fact, I just contacted you last week for a different issue with the same MFR. In this case, I used normal saline to prime the PICC catheter as usual, and later on noticed that the saline that had gone through the PICC and into the insertion tray had a massive amount of a white powdery substance floating in it. I saved a syringe of the fluid if you would like it. The rest of the fluid and the tray have been sent to the MFR.